Event description:
It was reported that a male patient, initial left hip implanted on (B)(6) 2021, underwent a revision procedure on (B)(6) 2024, approximately 2 years 11 months post the initial procedure. A loose stem had to be revised. The stem was reported as grossly loose. The stem was removed and converted to a competitor¿s devices. There were no surgical delays or device breakages during the event. The patient was last known to be in stable condition following the event. An x-ray was provided. The explanted devices are not available for analysis due to hospital policy. Device images were provided. No further information.

Manufacturer narrative:
D2b: prosthesis, hip, semi-constrained, uncemented, metal/polymer, non-porous, calicum-phosphate. D10: concomitants: 6298042 - 01-030-01-0758 - alt cup clstr g7 sz 58. 5942937 - 01-030-40-0736 - alt xle lnr ntrl g7 36. 6672499 - 170-36-00 - biolox delta femoral head 36mm od, +0mm. S052696 - 180-65-30 - alteon 6.5mm screw, 30mm. 4915927 - 190-21-12 - alt ha s noclr ext sz 12. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
The following sections were updated/corrected: d1, d4, h6. MDR section codes updated/corrected: b, c, d, e, g. The revision reported was likely the result of femoral stem loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.